Event description:
It was reported by service report that the siderails control were not responding. No adverse consequences have been reported. No injury reported.

Manufacturer narrative:
Result code description: siderail membrane.